Event description:
Per lawsuit: autotransfusion system was used during open heart surgery. Shortly after surgery, decedent suffered a cardiac arrest, was unable to be resuscitated, and expired due to a massive air embolism. This report is based on info offered in a civil lawsuit.